Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure of the implantable pulse generator (ipg) kit for an unknown reason, the location of the device is unknown. No adverse patient effects were reported.